Manufacturer narrative:
An event of regurgitation and a leaflet tear was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2015, a bentall procedure was performed and a 23mm trifecta valve was implanted. A composite graft was created with a 30mm valsalva graft using a double sewing cuff technique. Starting in 2017, moderate regurgitation was observed. On (B)(6) 2019, a redo avr was performed. Upon explant, a leaflet tear was observed centering around the nadir of the lcc in the shape of a crescent. The tear didn't extend over the stent post. The ncc leaflet was red and easily broke while pinching it with the forceps. The device was replaced with a 21mm regent valve and the patient is reported to be stable. The device was sent to an in-hospital pathology laboratory.